Manufacturer narrative:
Visual inspection and functional testing was performed on three samples from the same lot that was returned. Two pictures reviewed show a cassette product inside in a plastic bag with water, no leak point was identified. Samples were received with its original packaging and not decontaminated. Visually, the samples do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Leak testing on the unit received was performed on the three samples, of the three (3) samples tested no leakages were detected. The complaint is not confirmed. No root cause could be determined since the complaint was not confirmed. No actions taken were performed since the complaint was not confirmed. A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported a leakage of medicine between bag and cassette with two cassettes. No patient involvement.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08124 is no longer considered reportable, please disregard any MDR reports associated with it.

Event description:
It was reported a leakage of medicine between bag and cassette with two cassettes. No patient involvement.